Event description:
Boston scientific crm received information that this patient recently had a cardiac event and their st segments were very elevated. It appeared the device was oversensing t-waves and inhibiting a few beats. The sensitivity was adjusted to 6.0mv and this improved the issue. Technical services (ts) was contacted and discussed increasing the sensitivity to 10mv and also discussed increasing the ventricular refractory period. Eight months later we received new information indicating this device was now undersensing in the ventricle. Sensitivity was set to 6.0mv, therefore decreased to 3.5mv and this mitigated the issue. No adverse patient effects were reported.

Manufacturer narrative:
Two years later the lead was surgically abandoned. No additonal adverse patient effects were reported.